Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an existing scar underneath the right breast which the lifevest rubbed against causing an open sore. The patient's physician recommended applying ointement and placing a kleenex over the sore. Follow up indicated that the sore healed.